Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead had exhibited high thresholds since the previous revision procedure, however it was capturing appropriately. Thus during the battery change out procedure for normal depletion almost five years later, the physician opted to surgically abandon the rv lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient was admitted to the hospital after ventricular (rv) loss of capture was observed. It was noted that no significant change in impedance measurements were seen. Subsequently, the patient was admitted to the hospital and a lead revision procedure was performed. The rv lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.